Event description:
It was reported that the inlet tube of drain bag was found to be severely kinked to use on a patient upon opening the package. The device was not used.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be mishandling/incorrect folding of urobag /umb or improper coil of tube. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "closed system drainage bag: 2,000 ml; precision urine meter: 350ml. Cautions/warnings: this is a single use product. Do not reuse. This product must be stored in a cool, dry place, away from wet and direct sunlight. Should the package is damaged, do not use the product. This product is sterilized by ethylene oxide gas."

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure mode could be due to incorrect folding of urobag / umb or improper coil of tubes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cautions/warnings ¿this is a single use product. Do not reuse. This product must be stored in a cool, dry place, away from wet and direct sunlight. Should the package is damaged, do not use the product. This product is sterilized by ethylene oxide gas." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the inlet tube of drain bag was found to be severely kinked to use on a patient upon opening the package. The device was not used.